Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: patient was hooked up to machine without incident. Rn walked away to get medications and assist other patients. Upon return to patient 15 minutes later, small pool of blood noted below dialyzer on lower machine tray. I wiped bloodline and couldn't figure out where it was coming from as no visible drip noted however I suspected bottom of dialyzer at arterial line. Line seemed to be threaded appropriately. I called other rn who was present and we were troubleshooting, anticipating seeing a blood drip. We weren't touching line and within 2 feet of the machine and the tube connecting arterial line to dialyzer popped off (threaded portion remained attached to dialyzer) while patient running. Blood poured out of line and treatment stopped. Anticipate total blood loss to be approximately 50cc. Lines changed, and treatment resumed.